Manufacturer narrative:
There is more information on the device evaluation. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Since six years and more have passed since the delivery, and it is likely that the parts on the board deteriorated over time due to repeated use for a long period, and the cm board failed. The signal for sdi is output from the cm board, and the image or color bar was no longer displayed due to a failure of the cm board.

Manufacturer narrative:
Additional information is not yet available for this event. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, that there was no sdi 2 output; this is attributed to the faulty printed circuit board. The rest of the other functions tested ok.

Event description:
As reported for this event, during preparation for use for an unknown diagnostic procedure when the device was connected to the facility's monitor, there was no image and no color bars. An sdi cable was connected to sdi out 2 to sdi in on the monitor. Moving the sdi cable to sdi out 1 in the device made the image come up. In addition, horizontal lines going through the screen and red snowflakes that show up for an image when the scope was connected. There is no patient involvement and no harm reported to any patient.